Event description:
In 2002, pt underwent insertion of ddd pacemaker after implant in 2002, ventricular lead model #4088, impedance = 830 ohms, sensing was 710mv and capture trashed was c.7 volts 0.4mec. Since than, a gradual deterioration occurred + the lead integrity was compromised, so that when an evaluation was done in 2004, sensing deteriorated 3.0mv (bipder), 1.5mv (unipolar); + capture threshold 4.5 volts 0.6 in sec. Impedance = 600 ohms. In 10/2004, the ventricular lead was capped off, and new ventricular lead, model 4457 was inserted.